Manufacturer narrative:
(H3): the pendant was returned to the manufacturer for evaluation. Unable to confirm reported complaint, "unexpected pendant behavior." Install pendant into test system. System and pendant boot as expected. Pendant keys were still functional, but some were worn and need excessive pressure to be applied to function. Visual inspection shows the pendant laminate was starting to lifting/ bubbling up from around the keys. Worn pendant. Codes: b01, c07, d02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #:09418 0010 rev. 1, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that the control pendant was found to have a front cover that was delaminated and would not respond properly when buttons pressed. To resolve a new pendant was installed. Also reported was staff witnessed low battery on indicator panel when powered off but was full when booted up. I checked the charging enclosure with no issue found and could not re-create the issue. No further issues noted. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when pressing the kv button on the pendant, it would intermittently activate other buttons such as the mv and radiation disabled. There was no patient involvement.